Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no medtronic products related with the adverse events.

Manufacturer narrative:
A2. Reported patient age (80 years) is representative of the average age of all patients included in the study group. A3. Report patient sex (male) is representative of the majority of patients in the study (16m, 15f). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Urbano, j., manuel cabrera, j., franco, a., & alonso-burgos, a. (2014). Selective arterial embolization with ethylene¿vinyl alcohol copolymer for control of massive lower gastrointestinal bleeding: feasibility and initial experience. Journal of vascular and interventional radiology, 25(6), 839¿846. Https://doi.org/10.1016/j.jvir.2014.02.024. Medtronic review of the literature article found 30 patient underwent embolization procedures to treat lower gastrointestinal bleeding (lgib); onyx-18 was used in all cases. It was noted that rebar 18, rebar 14, or marathon catheters were used in the procedures though it was not specified which catheter was used in each case. A mirage guidewire was used when a marathon microcatheter was used and a non-medtronic guidewire was used if a rebar microcatheter was used in the procedure. There were no catheter related issues/failures reported in the literature article. It was noted that clinical success was achieved in 96.7% of cases reported and immediate control of bleeding was obtained in 100% of patients; stabilizing the hemoglobin level and alleviating rectal bleeding or melena. Only one device issue was reported in the article in which the onyx refluxed from the vasa recta toward the marginal artery further than initially predicted. The patient was closely monitored and did not develop any signs of ischemia. Mild ischemic complications were observed in 6% of patients. In one patient, colonoscopy revealed a superficial mucosal ulcer, which was interpreted as ischemic but did not require any treatment and resolved spontaneously. In another patient, there were similar findings in the rectal mucosa, without any clinical consequences. 3 patients experienced what the authors defined as minor rebleeding. Two of these rebleeds occurred at a site that was distinct from the initial embolization site. One patient who had undergone prior radiation therapy for prostate cancer exhibited minor bleeding in a rectal sore. An 83-year-old woman with essential thrombocytopenia was readmitted after 18 days for a new episode of rectal bleeding that required a new transfusion. A 79-year-old patient who had angiodysplasia in the ileum with multiple comorbidities and was administered anti-coagulation therapy including low-molecular-weight heparin (enoxaparin)experienced a self-limited episode of rebleeding 18 days after embolization. The article noted that there were no major complications resulting from the embolization procedures and none of the patients who underwent embolization required associated subsequent surgery. It was noted that 2 patients, aged 92 and 87 years died 3 and 7 days after the embolization, respectively. In both cases, the cause of death was multiple organ failure from the hypovolemic shock. In both cases, the embolization had been effective in stopping rectal bleeding and stabilizing the level of hemoglobin after the procedure. 2 other patients died during follow-up at 4 months after the embolization; neither patient had additional lgib. However, the authors noted the patient deaths were not related the embolization procedures and did not associate the patient deaths to the device.